Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2019 -05093.

Event description:
It was reported that the patient underwent an initial total hip arthroplasty on an unknown date. Subsequently, the patient was revised due to dislocation. The head, cup and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated and confirmed through radiographic inspection. X-rays provided identified dislocation/severe subluxation demonstrated with the superolateral position of the femoral head in relation to the acetabular cup. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.